Event description:
While chewing food, product oozes from under dentures, mixes with my food and causes my stomach to ache. Often times it causes constipation. Other side effects are dizziness, elevated blood pressure, blurred eye sight, weight loss and swollen feet. Dates of use: 2008.